Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (could run detect and treat testing) has been confirmed. As received, the monitor was experiencing service code 203 and failed incoming functionality testing. Upon investigation, the monitor damage was isolated to pin oxidation on pca connectors, j1002 and j1003. The oxidation build-up on the connectors increased the resistance, causing the pulse test failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that could not run detect and treat testing.